Event description:
As reported to customer relations, "the stent was positioned without any problem, at the time to start deploying the stent this come out without incidents until the red button reach the point of no return, the assistant start removing the safety wire and the system get caught, the doctor tried to move all the deployment system and finally he was able to release the stent but this was deployed not in the correct position so there was another evolution posionated to open the all stricture."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the evo-10-11-6-b device of lot number c1523399 involved in the complaint was returned and evaluated in the laboratory on 30th january 2019. No defect observed. Following the laboratory evaluation additional information was requested to describe what happened step-by-step to help us gain a better insight as to what occurred during procedure - while the assistant started removing the safety wire. The assistant start removing the safety wire and the system get caught. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. A review of the manufacturing records for evo-10-11-6-b device of lot number c1523399 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1523399 ; upon review of complaints this failure mode has not occurred previously with this lot #c1523399. The instructions for use ifu0056-5 which accompanies this device instructs the user to "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle.". There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0056-5). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to flexor may have been in torturous position not impacting deployment but potentially making it more difficult to remove lock wire. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations, "the stent was positioned without any problem, at the time to start deploying the stent this come out without incidents until the red button reach the point of no return, the assistant start removing the safety wire and the system get caught, the doctor tried to move all the deployment system and finally he was able to release the stent but this was deployed not in the correct position so there was another evolution positioned to open the all stricture."

Event description:
This follow up is being submitted as additional information was received on the 04-feb-19. As reported to customer relations, "the stent was positioned without any problem, at the time to start deploying the stent this come out without incidents until the red button reach the point of no return, the assistant start removing the safety wire and the system get caught, the doctor tried to move all the deployment system and finally he was able to release the stent but this was deployed not in the correct position so there was another evolution posisionated to open the all stricture."

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This follow up is being submitted as additional information was received 04-feb-2019. Following the laboratory evaluation additional information was requested and received to describe what happened step-by-step to help us gain a better insight as to what occurred during procedure. As per customer testimony "the stent was positioned without any problem, at the time to start deploying this comes out without incidents until the red button reach the point of no return, at that time the assistant start removing the safety wire meanwhile was pushing the trigger and the system get caught not being able to finish releasing the stent since the system does not move neither to release nor to recover. After several attempts it was possible to deploy the stent but not in the correct position."

Event description:
As reported to customer relations, "the stent was positioned without any problem, at the time to start deploying the stent this come out without incidents until the red button reach the point of no return, the assistant start removing the safety wire and the system get caught, the doctor tried to move all the deployment system and finally he was able to release the stent but this was deployed not in the correct position so there was another evolution positioned to open the all stricture."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.